Manufacturer narrative:
Device evaluation: the returned tr3240l device was evaluated by quality engineering at edwards( B)(4) on (B)(4) 2011. The device was returned in the original unopened pouch. The report of ''the product is sealed and there is a hair inside the package'' was confirmed. The hair was measure using a ruler and was approximately 9 mm in length. No additional issues were identified with the returned tr3240l device. A device history record review was completed and no non-routine non-conformances related to the reported issue were identified during the manufacture of lot 58956364. Proposed root cause: the issue likely resulted from packaging procedure not being followed adequately. The packaging procedure includes an inspection before product is placed in the pouch to identify loose particulate. This event did not lead to the threshold being exceeded within the trend report for venous drainage cannula therefore a CAPA will not be initiated. Refresher training to the importance of identifying and removing particulate was performed for applicable personnel that manufacture tr3240l products. The refresher training was performed on (B)(4) 2011. The risk control measures for the tr3240l product remain appropriate and all planned activities associated with the manufacture of these devices are acceptable. The information will be included in trending and future CAPA determinations.

Manufacturer narrative:
(B)(4).

Event description:
According to the customer, the product is sealed and there is a hair inside the package.